Event description:
It was reported that during a routine follow-up due to a recent auto accident, this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. High pacing threshold measurements were also noted. A revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.